Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3 delivery system (rmt281418j/13348154) to treat an abdominal aortic aneurysm. On an unknown date, follow-up imaging reportedly showed a proximal type I endoleak. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby three excluder® aortic extender components were implanted proximally, and the aneurysm sac was embolized with a liquid embolic agent. The type I endoleak was resolved, and the patient tolerated the procedure.